Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode followed by anti-tachycardia pacing (atp) and shock therapy. The atp was unsuccessful in converting the rhythm, however, shock therapy was successful in converting the rhythm. Review of stored device memory revealed that the patient had a rhythm that wavered between two therapy zones. Additionally, fine noise was observed on the right atrial (ra) and shock channels, however, the noise was not oversensed. Pacemaker mediated tachycardia (pmt) was observed around the same time that was determined to be false. The pmt termination algorithm was unsuccessful in terminating the rhythm and the patient received sensor driven pacing and resulted in the delivery of the reported tachycardia therapy. Boston scientific technical services (ts) discussed programming options. No additional adverse patient effects were reported. This product remains implanted and in service.